Event description:
It was reported that during the maintenance inspection, the rigid video scope had an abnormality in the anti-fogging function. The malfunction occurred during the surgery as well. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. As per the customer, the cleaning, disinfection and sterilization (cds) of the product include hand washing, disinfection and autoclave sterilization. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d10, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "an abnormality in the anti-fogging function " was not confirmed. Based on the results of the investigation, the most probable cause of the complaint was not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.